Event description:
On (B)(6) 2014, the reporter contacted animas, alleging short battery life on the pump. The reporter indicated that the pump battery was changed days earlier and reported already receiving low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the pump powers with the returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment intact. The current draws are within specifications. The pump case was removed, no evidence of loose components or moisture inside pump. The black box shows multiple errors, alarms and warnings 177 low battery warnings. Evidence of a partially discharged battery being installed observed in black box on 01/19/2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.